Manufacturer narrative:
Film evaluation summary: two still angiograms from an unknown study date were returned. No scale was visible on the films; therefore, no measurements could be obtained. The cause of the reported proximal type I endoleak could not be determined from the limited films provided. The endurant bifurcate was seen positioned just below the lowest right renal artery; the image was cutoff distally just below the level of the gate which opened on the right side. There was little left-right neck/aortic body angulation. Angio injection from just above the renal arteries showed what appeared to be contrast within the left side of the aaa sac; the endoleak source and type could not be determined. Of note, there was appreciable outer diameter reduction of ~15% between the suprarenal <(>&<)> proximal stent, and the 2nd covered stent. However, it is unclear if this diameter reduction contributed to the endoleak. No other stent graft issues were observed. It is possible that the reported calcification, which could not be assessed in the angiograms provided, may have caused the endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during normal follow-up the showed the patient had a proximal type 1 endoleak. The physician stated that due to difficult access another manufacturer¿s stent will be implanted instead of aptus. The physician brought the patient to the or and performed an angio which showed a type 1a endoleak. The physician then placed another manufacturer¿s stent and the endoleak was resolved. The physician stated the cause of the event was anatomy related due to heavy calcification. No additional clinical sequelae were reported and the patient is fine.